Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The additional evaluation visual inspection revealed that the tip of the present shaft is indeed broken as complained. No abnormal findings were identified. The broken surface is homogenous which indicates material conformity to the specification as well. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances.

Event description:
It was reported that the tip is broken off. This is report 1 of 1 for complaint (B)(4).